Event description:
It was reported that the lead exhibited oversensing and low impedance. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found that the header sleeve was abraded at 0.9 cm from the distal end.